Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), friable tissue, and flail for a mitraclip procedure. After the transseptal puncture with an abbott brk transseptal needle, in bicaval view it was visualized that the catheter did not hold the posterior position, and moved more anterior than initially thought. The device was reoriented, by re-puncturing the septum with a height of 4.5cm. During advancement of the clip delivery systerm (cds), there was no way to gain more height and the clip ended up below the valve. An attempt was made to retract the cds, but this resulted in torn chordae. Eventually the cds was removed with standard troubleshooting. A new cds-xtw was attempted, but the friable tissue and a1 (anterior leaflet segment 1) flail was too robust, and the clip was unable to grasp both leaflets. An attempt was made to grasp at a2p2 (anterior and posterior segments 2), but the clip was unable to grasp and reduce the mr. After the initial injury to the leaflet it became difficult to capture any leaflets, and the procedure was aborted for a surgical option. The patient status was stable. The mr was worsened by half a grade. Surgery was done on thursday on (B)(6) 2024 afternoon at 2pm (a mini mitral valve repair).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported failure to advance the cds to the target site resulting in difficult to remove from anatomy is due to patient conditions (suboptimal transseptal puncture). Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation appears to be due to the procedural conditions associated with difficulty to remove from anatomy. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.